Event description:
The hcp reported that the patient was experiencing pain all over their body; "rated as a 20 out of a 1-10 scale". The patient had a synchromed pump implanted in 2005. The patient is being given dilaudid via a pca pump and the pain "is more tolerable now". A catheter dye study was performed - results are unknown. No follow-up of this event is possible, as contact information not provided at time of initial report.